Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error while customer was cleaning the car. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and there is no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked display window at the lower left and right corners, cracked window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.